Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to an elective generator replacement. Upon opening the pocket, physician found that the patient's right ventricular lead had sustained outer insulation damage. The lead also exhibited an elevated capture threshold. Lead was explanted and replaced during the same procedure. Patient was stable after the event.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 46.5 cm to 47.2 cm from the distal tip. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.